Manufacturer narrative:
The complaint investigation for false positive architect total b-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Trending review determined no related trend for the product. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Device history record review on lot number 42491ud02 did not identify any non-conformances or deviations with the likely cause lot. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide and suggested that the performance is acceptable. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect total b-hcg, lot number 42491ud02, was identified.

Event description:
The customer observed false positive architect total hcg results for a female patient with uterine myoma. The following data was provided (>/=25.00 miu/ml is positive):initial result was 1040, repeat was 1072 miu/ml. The sample was negative with the colloidal gold test. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section e1 - phone complete entry =(B)(6).

Event description:
The customer observed false positive architect total -hcg results for a female patient with uterine myoma. The following data was provided (>/=25.00 miu/ml is positive): initial result was 1040, repeat was 1072 miu/ml. The sample was negative with the colloidal gold test. There was no impact to patient management reported.